Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device was disassociating in the middle of the gun and forcing the trigger to lock and go off without warning. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported conditions of 'disassociating in the middle of the gun and forcing the trigger to lock and go off without warning were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection due to the rear housing separation. It was further determined that the impactor was not attempted to be functionally assessed due to the risk of unintentional trigger actuation due to the housing issue. The plastic housing was not removed from the impactor as the housing had separated enough to see the inside. It was further determined that the trigger body screw was not accounted for and the rear housing had separated from the mid plate. It was determined that the most probable cause for the found defect was normal wear; the plastic housing lip had broken off and the trigger body screw had backed out from use in the field. The assignable root cause was determined to be due to component failure from normal wear.